Event description:
The customer reported to olympus, the oes cystonephrofiberscope had a loose working channel due to a damaged seal. The issue was found during reprocessing. Inspection and testing of the returned device found leakage coming from the biopsy channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found air leakage from the biopsy channel, the scope body was damaged, the biopsy port mouthpiece had leakage, the image guide bundle had spider webs, and the image guide bundle had broken fibers. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a loose forceps mouthpiece was confirmed. The root cause of the issue could not be determined, however, the loose forceps mouthpiece was possibly due to stress, handling or other factors. Olympus will continue to monitor field performance for this device.